Event description:
The nurse reported the trocar cannulas on three different paks were tight fitting and would not allow instruments to pass through freely. A fourth pak was opened with a different lot number and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The samples have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.